Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that was an arteriotomy closure of the right and left common femoral artery using the pre-close technique via a 5fr ¿ 21fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed from three proglide devices, no sutures were present. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a greater than 10f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures were present when the plunger was removed from the device¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.